Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. There was no returned product to complete an evaluation on. Therefore, the root cause is undeterminable.

Event description:
Needle broke off from hub.